Event description:
Anesthesiologist intubated a patient for cardiac surgery and while taping the endotracheal tube in place outside the patient's mouth he noted an airway leak. He added more air via syringe to the tube cuff but again noted an airway leak. When he went to examine the pilot balloon (a small, in-line balloon that shows that the cuff/tubing/luer valve system is pressurized) he noticed that it had become disconnected from the cuff tubing. Close examination of the cut end shows repeated striations to the material like what would be obtained with a sawing motion.